Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da error message during a follow-up appointment. It was confirmed that a temporary memory inconsistency occurred that was self-corrected by the device. No further issues have been reported and no adverse events occurred.